Event description:
It was reported that the device had oversensed noise. The device detected fib and began changing but did not deliver therapy. All lead measurements were normal and isometrics did not reproduce the noise on the real time electrogram. The rep will discuss a chest x ray with the physician.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.